Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing retainer missing o-ring, broken reservoir tube lip, fading serial number label and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of missing pieces on the reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.